Manufacturer narrative:
Device evaluation: nine cadd cassette samples were received for investigation without its original packaging and in used conditions. Upon testing, it was determined that all nine samples successfully passed their delivery accuracy testing. Furthermore, production performs an accuracy test; takes a sample of (3) parts at shift start-up, beginning of every job; at least every (5) hours. Quality also takes a sample of 15 units at an interval of two (2) hours ± 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing, and to verify that the bag is properly placed. They additionally verify that the height of the arch of the pump tube is within specification. The device history record was also reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence and testing, the complaint allegation was not confirmed. No fault was found with any of the returned samples.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that more than the expected amount of medication was remaining in the smiths medical cadd medication cassette reservoir. It was reported that the cassette reservoir was filled with 100 ml of medical fluid with a reported delivery of "3.4 ml x 24h = 81.6 ml." Per reporter about 30 ml remained instead of the expected approximate 20 ml. It was reported that subsequently the cassette was switched to the part number that had been used previously and the accuracy returned to "almost normal." No adverse patient effects were reported.